Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 200 and 128 mg/dl. Tests were done within 1 minute on two separate fingers. Pt cleaning meter incorrectly. Pt did not experience any adverse events. No further info has been reported.